Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed lesion was located in the moderately tortuous and calcified right posterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. Upon first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).